Manufacturer narrative:
(B)(4). The exact catalog number is unk. The case report refers to a gunther tulip filter. Patient outcome: according to the initial reporter, the pt is experiencing pain due to this occurrence. The symptoms of chronic back pain worsening over time could be medically controlled and were of low urgency. The investigation is in progress.

Event description:
The patient complained of back pain in 2006 prompting computed tomographic (CT) imaging of the lumbar spine. CT revealed ivcf caval wall perforation with posterior main strut fracture. The fragment was lodged within a prominent osteophyte of the l2 vertebral body suggestive of reactive bone formation. The anterior and lateral struts also perforated beyond 3 mm of the caval wall without impinging neighboring abdominal structures. Filter retrieval was not requested, because the pain was tolerable and the filter was beyond the manufacturer's recommended retrieval window. She began complaining of stabbing lumbar pain in 2010, which was reproduced by deep breathing and palpation on the posterior midline spine. Chest radiograph obtained (B)(6) 2012 for metastatic surveillance was unrevealing. She afterwards complained of acute shortness of breath; repeat chest radiograph on (B)(6) 2012, demonstrated a linear metallic foreign body in the lateral right upper lobe, not apparent on prior imaging. CT pulmonary angiogram confirmed the metallic foreign body within the distal right upper lobe pulmonary artery with corresponding fracture of the filter's posterior main strut on abdominal CT angiogram. Progressive perforation of the remaining main struts also was apparent with the medial main strut approx 2 mm from the aorta, the anterior main strut abutting the third portion of the duodenum, and the lateral main strut approx 3mm from the right ureter. She was evaluated by the vascular surgery service for surgical excision of the filter, but her symptoms of chronic back pain worsening over time could be medically controlled and were of low urgency. Therefore, surgery was deferred secondary to the perceived surgical risk of ivcf removal.